Event description:
The user facility reported that in multiple procedures with two different doctors, the image would turn black. The procedures were reportedly stopped and pts were rescheduled or sent next door for ent procedure, as the facility only has on endoscope. The nurse at the facility reported that this is an ongoing issue for a period of one month. The nurse also indicated that the pts during these procedures were known to have cancers. The pts under went these procedures for diagnostic purposes to check the location of tumors. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of "broken fibers and light output issue." The device passed leak test and there were no broken image guide fiber. The light output was tested with the use of two different light output (maj-922 and light guide cable model wa03200a" and found that the image work appropriately. This report is being submitted as an MDR in an abundance of caution.